Event description:
Customer alleged machine was shocking her and was beeping but not putting out any oxygen. Minor injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model xpo100b, serial number/date code (B)(4) is approximately 4 months old. The owner's manual part number 1148112 rev d (dec-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male, and weighs (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The unit was in use for approximately 1 month. Invacare received a call back from the dealer, (B)(4). The dealer stated that they replaced the unit about a week ago, the end of (B)(6) 2012.